Manufacturer narrative:
Product analysis:analysis was unable to confirm a stylus issue. Connections were re-seated as preventive. The programmer powered up with an error and after an operation was done, also got an error. The micro processor unit (mpu) was replaced. The programmer failed the left antenna test due to it being loose. The antennas were secured and re-torqued. Re-imaged hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen would not respond even by changing the stylus. The programmer was returned for service. There was no patient involvement.